Event description:
Sorin group received a report that during a procedure the electa bowl was noisy. There were no other issues and the clinician elected to complete the procedure with the bowl. There was no patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the electa bowl. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure the electa bowl was noisy. There were no other issues and the clinician elected to complete the procedure with the bowl. There was no patient injury. This issue was reported to the country's competent authority. This medwatch is being filed as a result of this action. The investigation is on-going. A follow-up report will be sent when the investigation is complete.